Event description:
It was reported that a person using the ilet bionic pancreas experienced fluctuating blood glucose levels described as a roller-coaster effect, with self-reported highs up to 353 mg/dl and lows down to 53 mg/dl; the user stated they announce meals about 10 minutes before eating and denied false meal announcements, and customer support reviewed system reports and completed troubleshooting without identifying anomalies. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included the need for self-management and use of oral glucose to treat low blood sugar. Investigation included review of available device data, user education, and troubleshooting. Investigation of this case revealed no device malfunction detected and no report of component failure, with user timing of announcements potentially contributing to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.